Event description:
It was reported that a user experienced hyperglycemia while using the ilet system with a contact detach infusion set and an fsl3+ cgm, with cgm reading ¿hi¿ and confirmatory glucometer value of 382 mg/dl after dinner; the event followed routine evening medications including an anti-seizure medication and occurred during a period of anxiety, and no device-related issues were identified during troubleshooting. Symptoms included hyperglycemia and anxiety. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.